Manufacturer narrative:
Age or date of birth: pediatric patient. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp soln set had air in the line; further described as a large air bubble exited fromthe lipid tubing filter. After removing the air bubble and connecting back to the patient, the peripherally inserted central catheter (PICC) line began to backflow blood into the lipid tubing and up into the filter. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B5: to remedy the issue, the tubing was changed with blood still in the line . H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.